Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 297 (mg/dl). Customer delivered a correction bolus to treat their bg level. Customer reported that their continuous blood glucose monitoring system showed that the customer's bg levels were beginning to decrease.